Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs) via a manufacturer¿s representative (rep). It was reported the patient was having stroke like symptoms and needed an MRI. The symptoms were reported as sudden. The device was reported to be not working. It was confirmed that the ins was off. It was also stated that the device was dead, and the implant was depleting quickly since a couple of days ago. The MRI was said to be unrelated to the device/therapy. Additional information from a rep stated the device was overdischarged, communication could not be established with the patient programmer (pp), recharger or clinician programmer, and the patient wasn¿t feeling stimulation. The steps for a physician mode recharge (pmr) were reviewed. The rep reported that the last charge per the patient was (B)(6) 2017, but per the patient¿s wife was longer than (B)(6) 2017/unknown. The rep reported that the patient last felt stimulation on (B)(6) 2017. Additional information was received from another rep. The rep reported that they were assisted the patient in recovery of overdischarge. The rep reported that they performed two pmrs and the patient was charging to about 25% and attempted to read with the clinician programmer but was unable to. The rep reported that charging was going from 8 to 0 boxes without movement. The ins was not in optimal position for charging. The rep used antenna locate and reported that the issue resolved. The rep was able to get and keep 8 boxes while on the call. The rep confirmed that she had waited until 50% and interrogated the ins. The rep saw a 0x8 power on reset (por) and cleared the por. The rep confirmed stimulation was off and programming looked fine. No further complications were reported.